Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that blood temperature value was unstable during use. The indicated blood temperature value fluctuated between 15 degrees c to 44 degrees c and cardiac output (co) was not able to be measured. The patient was not treated based on the incorrect value. The cable and the monitor were replaced but the problem was not solved. It is unknown if an error message was observed. No occlusion or leakage was noted in the catheter. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe, 2 three-way stopcocks and one pressure tube was returned for evaluation. A non-edwards contamination shield was located on the catheter body between catheter tip and 68.5 cm proximal from the catheter tip. No fault messages appeared on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.10 ohms. No visible damage or inconsistency was observed from the catheter body, connectors, balloon or returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eye. Customer report of blood temperature issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, the clinician an start the troubleshooting process or abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The lot number of the catheter was obtained from eeprom data. Therefore, a device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.